Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a dexcom g7 sensor, with concerns that the system was not delivering sufficient insulin and that recent multiple meal announcements and sensor issues affected glycemic control; education on meal spacing and using ¿usual for me¿ announcements was provided, and a factory reset was not pursued. Symptoms included hyperglycemia up to 252 mg/dl for about one hour without alerts requiring escalation, without ketone testing, medical intervention, or assistance. Outcomes included no hospitalization, no emergency care, and no immediate health effects. Investigation included review of device data and user reports, along with user training and troubleshooting. Investigation of this case revealed that repeated meal announcements and suspected sensor performance contributed to postprandial hyperglycemia, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.